Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient's ethnicity: (B)(6).

Event description:
It was reported a second unit of packed red blood cell (prbc), approximately 350ml, began transfusing at 0157 through pump that was programmed to infuse over 4 hours. The pump alarmed and the rn went to check on the patient. It was then discovered at 0338 that the entire unit of blood had transfused but the device still indicated that the "volume to be infused" was 277.3ml. The patient was immediately assessed and no change in condition was noted. The devices were taken out of service and the patient was monitored for any adverse effects. There was no patient injury. The event occurred in the emergency department.